Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient potentially wanted the device removed so she could have an magnetic resonance imaging (MRI) and because it hasn't been working in a very long time. The patient stated that she was still experiencing bowel symptoms. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they removed their ins on (B)(6) 2017 because they fractured their hip and knee and was unable to do MRI because of the device. The reported they had a fall on (B)(6) 2017 which lead to these fractures. No further complications were noted or anticipated